Event description:
A customer reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer was able to successfully load a cartridge and resume insulin therapy, resolving the issue.